Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced ineffective stimulation. Subsequently, surgical intervention was undertaken during which the physician observed a 'gap' on the extension via x-rays. High impedances were measured intra-operatively. As such, the extension was explanted and replaced. Normal impedances were obtained post-procedure and stimulation was restored for the patient.